Event description:
On (B)(6) 2012, the patient's nephrologist reported that one of his patients had a low platelet count (79,000) and severe itching on (B)(6) 2012 after being switched to an f160nre dialyzer from a gambro revaclear dialyzer. He added that the patient was hospitalized for thrombocytopenia. The patient's next dialysis hemodialysis treatment, (B)(6) 2012, was completed using the revaclear dialyzer. The pre hemodialysis treatment platelet count, 92,000, and itching improved.

Manufacturer narrative:
The manufacturer is currently in the process of gathering additional information. A supplemental report will be submitted at the conclusion of the investigation.